Event description:
The customer alleged that the unit exhibited an eo1 error (reservoir tank too full). The customer stated that there was a small amount of cidex opa that leaked on the floor. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at the customer's site. The fse removed and replaced the skinner valve. The fse ran two cycles. The level in tank was correct. The fse emptied tank and reset unit.